Manufacturer narrative:
Inspection of the cannula assembly found fluid unable to flow through the complete fluid path as the exposed portion of the soft cannula was torn, causing fluid to leak from the tear. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 333 mg/dl while wearing the pod longer than 48 hours. Ketones were tested and the results were negative. As treatment, a new pod was applied and a correction bolus was delivered.